Manufacturer narrative:
The device was not returned for analysis a corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the anterior descending coronary artery. The balance middleweight universal ii guide wire was used and the wire separated at the distal end with no possibility of retrieval. The piece of wire was embedded to the vessel with an unspecified stent. There were no adverse patient sequela. No additional information was provided.